Manufacturer narrative:
The initial reporter named is a getinge employee who has different contact details from that of the event site, and has the following contact information: (B)(6). The getinge service territory manager reported that the facility biomedical engineer is responsible for the maintenance of the iabp and will be replacing the batteries. Additional information has been requested, and we will report accordingly if it becomes available. The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date.

Event description:
It was reported that during a solenoid driver field service action performed by a getinge representative, the cs300 intra-aortic balloon pump failed the battery runtime test at approximately 45minutes. There was no patient involvement and no adverse event was reported.